Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to implant the left ventricular (lv) lead but could not get a stable position. The lead was not used and was replaced. No patient complications have been reported as a result of this event.